Event description:
The customer called and alleged low glucose readings. He did not alleged any adverse events as a result of the low readings. The complaint did not meet the criteria to be reported at the time of the call, but the customer's test strips were returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab evaluated the return reagent and found it to read an average of 66 mg/dl high, out of specification. Low results were not confirmed. Results were satisfactory using iqa retention reagent.